Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. Review of the device logs does not support the customer's report. The device was powered on using battery only and showed a "battery calibration required" message. About 20 minutes later, a low battery warning appeared, followed by another warning and a shutdown warning 10 minutes after that. The device was then manually powered off; no automatic shutdown was logged. Similar messages were seen in the logs including "battery calibration required" and "battery communication failure," suggesting a possible connection issue between the battery and the device. However, the battery used during the event was not returned for evaluation. The surepower ii battery pack guide (pn: 9650-000840-01 rev f) states, "for best performance of the battery, you should recalibrate the battery as soon as possible" after seeing that calibration is required. The device passed testing and the issue could not be duplicated. The battery communication assembly was replaced as a precaution. There was no fault found with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.